Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarms noted, however device received with corroded electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had open book image during swimming and after that insulin pump stopped working. Customer¿s blood glucose was unknown. Customer stated that they had red x on screen and error was occurring ever time after rewind. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.